Event description:
It was reported that the patient had their artificial urinary sphincter (aus) and sling explanted due to an infection and urethral erosion. On (B)(6) 2025, a new aus device was implanted. There was no additional patient complications reported.